Manufacturer narrative:
(B)(4). When the catheter was returned reportable device defect was found; therefore, the date the manufacturer became aware of the event was considered the date the catheter returned. The microcatheter was returned to the manufacturer for evaluation. The returned microcatheter had its distal segment helically deformed for approximately 28 mm from its tip along with disarrangement of the shaft strands. Proximal to the catheter tip, the outermost polymer coating was found torn off. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that continuous torsion was applied in an attempt to cross while the catheter tip was being trapped by the cto. When the accumulated torsion exceeded the catheter's design limit, the tip and the shaft became damaged and deformed. There was no indication of product deficiency. Although there was reportedly no patient harm, a possibility that the polymer coating of the catheter might be remaining in the patient could not be completely ruled out. Instructions for use states: [warnings] always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.); and, [malfunction and adverse effects] damage.

Event description:
It was reported that an asahi microcatheter was used in a percutaneous peripheral intervention (ppi) to treat a cto in the right superficial femoral artery. Via the pedal arch, the microcatheter was advanced by rotational manipulation following an asahi guide wire that crossed the cto. When the microcatheter reached the cto, twisting deformation was found on it. A new microcatheter was replaced to resume the ppi. The ppi was successfully completed with re-established blood flow. There were no adverse patient effects.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.